Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument wrist wire and energy wire were both broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing unordinary was noted. The broken instrument was sent back to isi. It was obviously both black energy cable and wire broken as reported complaint described. Recently had a lot of broken instruments so it's not able to remember all the instrument broken detail. There was no loss of cautery associated with broken/loose cable. There was no thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding broken wrist and energy wires was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.